Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/30/2013 with the following findings: during investigation, a review of the pump history showed no activity outside of normal use. Three canceled boluses by user were observed on (B)(6) 2013. The pump powered on and displayed the verify screen. During testing, the pump was paired with a test meter, primed and exercised for 24 hours with no alarms or delivery interruption occurring. Boluses were performed successfully during the duration test using ¿normal¿, ¿ez-carb¿, ¿ez-bg¿, and ¿combo¿ boluses. When a bolus was canceled, the pump gave the correct audible and visible bolus cancel alert. Bolus information was accurately recorded in the pump¿s history during testing. The keypad was found to be undamaged; all buttons respond appropriately. There was no defect found during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the patient¿s mom contacted animas on behalf of the patient to report that the screen on the animas pump appears as if it is freezing when the patient dials up a bolus amount. The issue is resolved and bolus insulin is delivered when the patient removes and re-inserts the battery. The reporter denies any tactile changes to the keypad buttons. There is no recent trauma or evidence of moisture in the pump. The issue was not resolved with training. The animas product was replaced and requested back for investigation. This complaint is being reported due to the unresolved freezing screen issue. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.